Manufacturer narrative:
Product complaint # (B)(4) h3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows suture used on the patient in the mouth area. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was received: photo shows a patient¿s oral cavity post palatoglossus, palatopharyngeal, and tonsil surgery. The half circular wound shows yellowish discharge, no bleeding with a disconnected suture in the midline. There seems to be a beginning infection on the incision site most probably contributing to the disconnected suture. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? How many devices demonstrated the alleged deficiency? If applicable, please provide the patient symptoms manifestations (location, severity, appearance, systemic or local reaction): please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a bilateral tonsillectomy+uvula palatopharyngoplasty procedure on (B)(6) 2026 and suture was used. During the procedure, the patient underwent surgery in the afternoon. During the surgery, the doctor used sutures to suture the palatoglossus and palatopharyngeal muscle tissues of the patient and closed the tonsil fossa. On the morning of the fourth day after surgery, during a ward round, it was found that most of the sutures had broken and fallen off prematurely, posing a risk of bleeding. The doctor immediately conducted a bedside evaluation of the patient, and after close observation, no obvious active bleeding was found. No adverse patient consequences were reported. Additional information was requested.